Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute onyx des was implanted in the rca. Four days post index procedure during another procedure, the patient suffered myocardial infarction. Balloon angioplasty was then performed. The investigator assessed the event as unlikely related to the index device and not related to the anti-platelet medication. Sponsor assessed the event as not related to the device or anti-platelet medication. The patient is not recovered.

Manufacturer narrative:
Patient recovered the same day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Resolute onyx was implanted for target lesion treatment not dissection. A second resolute onyx stent was also implanted in the rca for treatment of the target lesion during the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated q-wave mi (target vessel-rca) 3rd udmi peri-pci and revascularization of the rca is target lesion pci, clinically driven revascularization as per clinical judgment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: during index procedure, a grade f dissection occurred in the rca which was not caused by a medtronic stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the second resolute onyx stent was implanted in the rca during a staged procedure not during the index procedure. Lot number of the second resolute onyx stent was provided. If information is provided in the future, a supplemental report will be issued.